Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the aviva combo system/professional meter within 10 minutes: 5.9 mmol/l/60 mg/dl; 6.9 mmol/l/70 mg/dl. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.